Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2019 as no event date was reported. Block h6: problem code 1069 captures the reportable event of wire broke. Block h10: visual examination of the returned device revealed that the working length was cut at the distal section and the distal section was not returned for analysis. The working length was dissected and was found that the cutting wire was broken and blackened. Functional inspection was not performed due to the device condition (the working length was cut). The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used during a sphincterotomy procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that there was a slight twisting of the nose tip of the tome, and the cutting wire was broken. Given the orientation of the cutting wire, the physician did not want to risk damaging the working channel of the duodenoscope, so he decided to cut the sphincterotome and remove the sphincterotome in two parts. There were no injury nor patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used during a sphincterotomy procedure performed on an unknown date. According to the complainant, during the procedure, it was noticed that there was a slight twisting of the nose tip of the tome, and the cutting wire was broken. Given the orientation of the cutting wire, the physician did not want to risk damaging the working channel of the duodenoscope, so he decided to cut the sphincterotome and remove the sphincterotome in two parts. There were no injury nor patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.